Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient's clavicula fracture was treated with an arthrex plate and screws. The screws have been pulled out of the bone. A revision surgery has been performed with another plate and screws from another manufacturer. At the moment, no further information are available. The date of the initial and the revision surgery are unknown. The part and batch number of the plate and screws are unknown. Update 21-sep-2020: patient is male, (B)(6). Initial surgery was performed on (B)(6) 2020. Revision surgery was performed on (B)(6) 2020. According to the surgeon, the patient had probably supported himself with his left hand when he stood up which led to the event (screws pulled out of the bone). No further information are available.